Event description:
Pt is a 44 yr old female. Pt's port was located in the left subclavian area. It was scheduled for routine removal on 1/6/95. Upon removal, however, the tip of the catheter was noted to be quite shortened & appeared to have been pinched off. The tip of the catheter was narrowed in the ap diameter, under the clavicle & 1st rib. Pt suffered no ill effects, & was scheduled for removal of catheter fragment on 1/9/95. The fragment's location was with the superior end resting against the posterolateral wall of the right atrium while the inferior end appeared to be wedged against the tricuspid valve. The pt had no significant problems during the procedure.